Event description:
Death of patient following orthopaedic cementing procedure.

Event description:
Death of patient following orthopaedic cementing procedure using depuy cement. Update (B)(6) 2012: procedure: procedure hemiarthroplasty for femoral neck fracture

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected: event/problem description, reporter name. The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. A search of the complaint database found 1 previous complaint received in the last 12 months for this product code and lot number. A review of device history found 1 non conformance on this batch for deagglomeration. This non conformance does not affect the complaint failure mode. Micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.